Event description:
It was reported that the device was removed due to recurring incontinence, and "incomplete coaptation of his distal cuff".

Manufacturer narrative:
Catalog #: 72400024, 72400098, 72400160; expiration date: 08/06/2003, 11/24/2003, 09/24/2008; serial#: (B)(4); manufacture date: 07/1998, 11/1998, 09/2003. (B)(4). Implanted (B)(6) 1998, (B)(4), implanted (B)(6) 2003. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.